Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Initially a simultaneous deployment of t1 and t2 was reported, but new information received on february 28th, 2022 stated that t1 was deployed but would not stay anchored, which makes it a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a meniscus repair, after the t1 implant of the fast fix was implanted, the t2 implant was deployed simultaneously. The procedure was completed with non-significant delay using a back-up device. No further complications were reported.